Event description:
It was reported that "system error was appearing while in use and this happened a few times during the procedure". It was confirmed that the procedure was completed successful with a delay of less than 15 minutes and there were no adverse consequences for the patient, user or third. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: most probable root cause is a sensor deviation of flow sensor measurement. This leds the product consequently to a shut down and restart. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).